Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. No damage was noticed. The stent was inadvertently deployed approximately .8mm from the marker band. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13jan2017. It was reported that the stent failed to deploy. A 8x60x120 epic¿ vascular stent was advanced to treat the lesion. However, the stent could not be released by pull grip. The device was removed from the patient . The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However returned device analysis revealed that the stent was inadvertently deployed.